Event description:
Following device deployment in a vsd, the patient developed a junctional rhythm, became bradycardic and required cardiac massage. The device (unknown) and amplatzer® torqvue® 45° delivery system (dtv45) were removed. On fluoro, it appeared as if the sheath tip dislodged; however, upon removal of the sheath, the tip was cut open and it was determined the tip had inverted. The device was recaptured and redeployed several times but no more than usual for this type of patient.

Manufacturer narrative:
This event also included products associated with MDR# 2135147-2010-00113. The dtv45 was returned to aga medical. The distal tip of the sheath was inverted and torn. Following decontamination, the tear began at the distal tip and extended back approximately 0.69 inches. The entire tip inverted and folded back at the distal edge of the markerband. A microscopic examination revealed no other defects with the sheath or the delivery cable. We have forwarded this information onto our research and development team for additional review, and they are evaluating improvements to the sheath tips for the amplatzer® torqvue® delivery systems.